Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the battery depleted from 90% to 20% within one day. The customer¿s blood glucose (bg) level was 283 (mg/dl). The customer stated the cause of the elevated bg level was unknown. The customer stated it was not due to the battery issue and declined troubleshooting for the elevated bg level. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.